Manufacturer narrative:
The investigation determined the service actions resolved the issue. General reagent issues were excluded as the correct result was obtained with the same reagent.

Event description:
There was an allegation of a questionable glucose result from the cobas 6000 c501 module. The initial result was 789 mg/dl with data flags. The result with a 1:10 dilution was 390 mg/dl with a data flag. On another cobas c501 analyzer, the result was 785 mg/dl with a data flag. The result with a 1:10 dilution was 813 mg/dl. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The field service engineer replaced the sample and reagent probes, the gear pump head, valves, and the rinse tube. He found an issue with the sample/reagent syringe. The reagent lot number was 70736601 with an expiration date of 30-apr-2024. The investigation is ongoing.